Event description:
It was reported that the patient underwent surgery with cable fixation due to lower limb fracture. During the tightening procedure, the cable was broken . After changing to a new one, the surgery was completed smoothly. There was no fragment left remaining in the patient.

Manufacturer narrative:
Additional information: visual review confirms cable breakage. Microscopic examination of the cable identifies multiple bends in the cable with strand damage away from the fracture area. All strand fracture surfaces appear to contain varying degrees of damage and/or mechanical smearing. Microscopic examination of multiple individual cable strand fracture surfaces reveal fairly flat fracture surfaces, with a surface angulation consistent with shear overload. Additionally, several other strands appear to show necking, consistent with tensile overload. This suggests initial failure due to shear, thus weakening the cable, placing increasing tensile stress on the remaining intact strands until ultimate tensile failure. The above observations suggest initial failure due to shear, thus weakening the cable, placing increasing tensile stress on the remaining intact strands until ultimate tensile failure.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.